Manufacturer narrative:
This report is filed on november 15, 2016.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with device use; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with a new device as of the date of this report, jun 6, 2016.